Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right side. The 95% stenosed, 32mm x 2.5mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). Pre-dilatation was performed with a 15 x 1.5mm maverick balloon catheter. A 32 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion but significant resistance was encountered. During the procedure, it was noted that the stent was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.